Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the patient had an unspecified procedure completed on (B)(6) 2015, in the right common femoral artery (rcfa) using a starclose se device to successfully achieve hemostasis. The patient returned to the facility on (B)(6) 2016, with pain and swelling at the groin site. A cut-down procedure was preformed which revealed a granuloma, scar tissue and the clip of the starclose se device at the access site. It is believed the patient had a reaction to clip of the starclose se device and the clip was removed. A biopsy of the granuloma was completed; however, the results were not provided. No additional information was provided.